Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history some possible root causes are, but are not limited to: an overtorque applied on the device. Used in wrong alignment. Normal wear or fatigue linked to the extensive usage of the device. An inadequate reprocessing (re-cleaning/re-sterilization) of the device. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported from a user facility, as well as via medwatch form (mw5088663): "during the drilling, the surgeon noticed some cortical chatter noted as it was passing the pegs on the implant. As the surgeon withdrew the drill, he noticed that the tip of the drill had broken off and was inside the bone. The surgeon determined that attempting to retrieve the tip would cause more harm than leaving it in".

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported from a user facility, as well as via medwatch form ((mw5088663)): "during the drilling, the surgeon noticed some cortical chatter noted as it was passing the pegs on the implant. As the surgeon withdrew the drill, he noticed that the tip of the drill had broken off and was inside the bone. The surgeon determined that attempting to retrieve the tip would cause more harm than leaving it in".